Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
The device alarmed that it was empty about 6 hours early. Device settings read: continuous infusion rate: 5.4 ml/hr. Total reservoir volume: 250 m.l given: 215.7 ml per pump (34.3 ml remaining) however, when withdrawing the remaining volume from the cassette with a syringe, there was only about 9 ml left in the cassette. Air detector and upstream sensor were on. Length of infusion: 46 hours. Lock level: keypad was locked. A cstd was used to fill cassette. The pump was used to prime the extension tubing. Patient received full dose prior to pump indicating completion of infusion. The pump should have 34.3 ml remaining. The event occurred while in use with the patient, and there was no patient harm/adverse event.